Manufacturer narrative:
A service call was made. The fluidics cover hinge had become loose and would not support the lid. Removed the hinge and manually adjusted it so that the hinge would lock when extended in the upright position. Verified with tech on site that the hinge was acceptable by opening and closing the fluidics cover repeatedly. Instrument operating within specifications.

Event description:
A customer reported that the fluidics module cover on the echo is not locking in place. She states it fell on one of the operators hand, and operator is experiencing pain. Customer states that the metal pieces that are supposed to lock in place are loose and does not hold up the cover. There are no screws on the metal pieces to tighten.